Event description:
Tech alleged that the bed was found with no functions. No alleged injuries reported.

Manufacturer narrative:
Tech found that the power control module board had no power output causing the non function situation. The bed sensors would not calibrate. This was alleged to be due to misuse of the bed. Tech replaced the power control module board to resolve the sensor issues.